Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician had difficulty implanting the left ventricular lead. The physician was unable to find a location with good thresholds and no phrenic nerve stimulation. The physician implanted the lead in a sub-optimal area. The lead dislodged. The physician changed the device to a bipolar device. The patient tolerated the explant.